Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft break occurred during the procedure.

Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that the device was unable to cross the lesion. Vascular access was obtained via the femoral. The 90% stenosed, de-novo, 38mm in length target lesion was located in the moderately tortuous, non-calcified, 2.5mm in diameter left anterior descending (lad) artery. Following pre-dilation with a non-bsc 2.5x20 balloon catheter, a 38 x 2.50 promus premier¿ stent was advanced to treat the lesion; however, the stent delivery system was unable to cross the lesion. The device was removed and the procedure was completed with a total of four stents deployed in the lad and left circumflex (lcx). No patient complications were reported and the patient status is listed as stable. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 185mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).